Manufacturer narrative:
A1 patient identifier: complete sample is ID (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated sodium generated from alinity c processing module and provided the following data: on (B)(6) 2025, sample ID (B)(6), initial result was 160 and repeat result was 146 (customer reference range 133 -146 mmol/l). There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Troubleshooting performed by the service engineer included replacement of the ict to ict pre amp cable which resolved the issue. The module function was verified with a passing qc run. No additional result issues have been reported since the service activity was completed. The service history of the alinity c processing module, serial # (B)(6) returned no additional tickets for discrepant/erratic sodium patient results. A review of tracking and trending did not identify an increase in complaint activity related to the complaint issue. A review of the device history record did not identify any nonconformances or deviations for the ict to ict pre amp cable. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or product deficiency was identified.

Event description:
The customer reported falsely elevated sodium generated from alinity c processing module and provided the following data: on (B)(6) 2025, sample ID (B)(6), initial result was 160 and repeat result was 146 (customer reference range 133 -146 mmol/l). There was no reported impact to patient management.